Event description:
It was reported that an asymptomatic patient presented in the clinic for a device follow up. It was noted on the stored electro gram that the device was exhibiting far field p-wave oversensing on the ventricular lead. The patient had received inappropriate atp therapy. The device was successfully reprogrammed. The patient was stable during and post event.